Manufacturer narrative:
Concomitant medical products: product ID: unknown, lot# / serial# unknown , product type: lead. Product ID: ,prog, lot# / serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that the daughter of a spinal cord stimulator (scs) patient read online that scs batteries were leaking in patients. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.